Manufacturer narrative:
An event of leak from one of the leaflets was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm epic plus mitral valve was implanted in a patient. It was later reported there was a leak from one of the leaflets. There was no decision to re-intervene as the physician determined the patient was at risk.